Event description:
It was reported that the serving tray was cracked on the corner. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional info is received, a follow-up report may be submitted.